Event description:
"[Summary] ascending artery dissection 4 months after relayplus implantation [description / sequence of events] (B)(6) 2017: tevar was performed. Since the aneurysm was originated from left vertebral artery (lva), lva was occluded first. For the distal section, valiant stent graft ([?]34/[?]34-100) was implanted, and then relayplus was implanted on zone2. The angiogram showed that relayplus graft around the third stent was unnaturally expanded, and endoleak was confirmed from that point.(the graft around the third stent was highly stretched due to the wide aneurysm diameter. It would lead to stretching and expanding of stitching holes as a result, possibly causing observed endoleak.) Left subclavian artery was occluded by a coil, and the angiogram was taken again. Endoleak was still confirmed, so balloon touch-up was performed under pacing. The volume of endoleak was decreased, but not completely disappeared. This endoleak was considered as type4 because it was leaking from the point where the graft was expanded. The further treatment was not performed, and patient was going to be followed by monitoring. Proximal neck length: 24mm length of aneurysm: 100mm distal neck length: 35mm proximal neck diameter: 37mm diameter of aneurysm: 47mm distal neck diameter: 31mm (B)(6) 2017 (an exact date is unknown) the patient has not come to a follow-up after tevar. The patient was taken to the hospital by ambulance due to back pain. A dissection was confirmed on an ascending artery. (B)(6) 2017: the reoperation was performed for the ascending aorta replacement. The suture of bare-stent was cut, and relayplus was sutured/connected with the vascular graft. Physician's comment: relayplus bare-stent looked sticking into the brachiocephalic artery. (B)(4) comment: it was a bovine arch case. Before the initial tevar operation, relayplus was planned to implant from zone2 without covering bovine area, which was 22mm length (the bare-stent was not intended to touch the bottom of brachiocephalic artery); however, relayplus was actually positioned as slightly covering bovine area, so the bare-stent possibly reached to the bottom of brachiocephalic artery as a result." Patient outcome: "the patient underwent the re-operation for ascending aorta replacement, and his condition after the re-operation is good so far."

Event description:
"[Summary]: ascending artery dissection 4 months after relayplus implantation. [Description / sequence of events]: on (B)(6) 2017 - tevar was performed. Since the aneurysm was originated from left vertebral artery (lva), lva was occluded first. - for the distal section, valiant stent graft ([?]34/[?]34-100) was implanted, and then relayplus was implanted on zone2. - the angiogram showed that relayplus graft around the third stent was unnaturally expanded, and endoleak was confirmed from that point.(the graft around the third stent was highly stretched due to the wide aneurysm diameter. It would lead to stretching and expanding of stitching holes as a result, possibly causing observed endoleak.) - left subclavian artery was occluded by a coil, and the angiogram was taken again. Endoleak was still confirmed, so balloon touch-up was performed under pacing. The volume of endoleak was decreased, but not completely disappeared. This endoleak was considered as type4 because it was leaking from the point where the graft was expanded. The further treatment was not performed, and patient was going to be followed by monitoring. Proximal neck length: 24mm, length of aneurysm: 100mm, distal neck length: 35mm. Proximal neck diameter: 37mm, diameter of aneurysm: 47mm, distal neck diameter: 31mm. (B)(6) 2017 (an exact date is unknown) - the patient has not come to a follow-up after tevar. - the patient was taken to the hospital by ambulance due to back pain. - a dissection was confirmed on an ascending artery. On (B)(6) 2017 - the reoperation was performed for the ascending aorta replacement. The suture of bare-stent was cut, and relayplus was sutured/connected with the vascular graft. Physician's comment - relayplus bare-stent looked sticking into the brachiocephalic artery. (B)(6) comment - it was a bovine arch case. Before the initial tevar operation, relayplus was planned to implant from zone2 without covering bovine area, which was 22mm length (the bare-stent was not intended to touch the bottom of brachiocephalic artery); however, relayplus was actually positioned as slightly covering bovine area, so the bare-stent possibly reached to the bottom of brachiocephalic artery as a result." Patient outcome: "the patient underwent the re-operation for ascending aorta replacement, and his condition after the re-operation is good so far."